Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2017865-2017-05999. During a follow-up, there were episodes of atrial oversensing resulting in automatic mode switching. The device was reprogrammed and the patient was stable and will continue to be monitored.

Event description:
New information was received indicating that the lead and the device were explanted due to persistent noise on the right atrial channel and automatic mode switching. During the replacement procedure, the right atrial (ra) and right ventricular (rv) leads were not able to be removed from the device header potentially due to the device header. The system was explanted and replaced.